Manufacturer narrative:
The device was manufactured from march 25, 2019 - march 26, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english (B)(6) infusor ¿had fluid leakage at bladder before use¿. There was no patient involvement. No additional information is available.